Event description:
Wilson frame used for neurosurgery procedure. Patient prone on wilson frame for entire procedure and when patient turned to his back after procedure, there was a small line of blisters in a line down patient left side/ nipple line. Another patient this same day also had similar blisters and same wilson frame was also used. Reference mw5057151.